Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched. The lens touched the eye and was removed and replaced in the same procedure. The outcome did not significantly interfere with activities of daily life. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 04-feb-2022 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed no initial issues with the lens. The lens was cleaned, and small scratches could be seen on the lens. No further issues were identified. The complaint issue could be confirmed; however, it may be attributed to handling during implantation and/or removal and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.